Event description:
The customer reported that there was a detector error when fluoroscopy was starting. After reboot, the system still had an error. The system was down.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on the event. When investigation is completed a follow up report will be sent to the FDA. Eval conclusion: investigation is still ongoing on this event. When investigation is completed a f/u report.